Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had no backup battery. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and determined that the batteries need to be replaced. The repair of the unit is ongoing and a supplemental report will be submitted when additional information is received.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) checked and found the problem is with batteries, same has to be replaced. Fse replaced the battery sealed lead acid 12v (d146-00-0039) and rectified the issue. Completed repair with all functional and safety tests per manufacturer specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.